Manufacturer narrative:
Exemption number e2015058 (B)(4). The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the 24th march 2010. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded and are attached to this report. The history log for this device showed that the pad-pak was first installed successfully on the (B)(6) 2010 and performed to specification up to the (B)(6) 2013. The device then records a manual power on of under 1 minute duration on the (B)(6) 2013. On the (B)(6) 2013 the device failed the weekly auto self-test due to a low battery. The device remained in fault mode until the (B)(6) 2013 when information from the history log shows that the device was power cycled passing a self-test. The device performed all weekly auto self-tests up to and including the last log entry on the (B)(6) 2017, alongside multiple random power ups of mainly under 1 minute duration. During this time the information from the history log shows an increase in voltage which suggests a further pad-pak was installed. The investigation was unable to replicate, or find conclusive evidence of, the reported fault. Therefore, it is assumed the customer returned the device in response to the field safety corrective action as the device serial number falls into the range covered by the field safety corrective action. Furthermore, on the (B)(6) 2013 the device failed the weekly auto self-test. At this time a drop of approximately 1.05v was observed from the previous successful self-test. The battery monitoring circuitry was verified during the investigation suggesting that the self-test failures may have been due to one of the following possibilities. The pad-pak may have been removed and then not properly seated within the device during the self-test. The pad-pak may have been replaced with a partially depleted unit for the self-test and that unit was not returned for investigation. Intermittent failure of the battery terminal pogo pins. Membrane failure resulting in a high current drain. Ambient temperature fluctuations. It is reasonable to conclude that the self-test fails were most likely due to 1) or 2) given that the device current drain and pogo pins were verified and there was no notable ambient temperature fluctuations. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
Enduser alleges that their sam300p units x 5 powered on by themselves w/o enduser intervention. No patient involved.

Manufacturer narrative:
Excemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Enduser alleges that their sam300p units x 5 powered on by themselves w/o enduser intervention. No patient involved.